Event description:
It was reported that during an unspecified treatment procedure a balloon burst occurred. The lesion location and characteristics are unknown. The 3.0-2.0/1.8t/143 ultra-soft sv balloon catheter was advanced to the intended location, inflated an unspecified number of times with "physiological serum" and the balloon burst. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4): the returned device was received with dried contrast in the inner surfaces. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal and circumferential tear in the balloon wall. The tear was approximately 1.5mm long and located 7mm from the tip. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the tear. Microscopic examination of the distal end revealed tip damage. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)